Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated symptoms had not been doing well for a month or so. Patient stated not being able to hold bladder and not feeling stimulation as much. Patient had an x-ray for a unrelated issue, after x-ray stimulation felt like a stabbing or stinging sensation in vaginal area. Patient stated she had turned off ins before x-ray. Patient stated she was waiting to hear back from doctor and was going to meet with rep. No further symptoms or complications reported.